Manufacturer narrative:
The insulin passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No insulin smell on pump noted. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported has been experiencing high blood glucose for the last couple of days. Customer also stated he can smell insulin from the reservoir and the reservoir chamber. Customer stated the insulin was leaking and it was getting worse. Customer's blood glucose was 109 mg/dl. The drive support cap appeared normal and recessed. Customer disconnected from the quick release. No air bubble or leaks noted. Customer performed a manual prime and insulin did exit. Settings on the insulin pump were correct. High pressure was performed and insulin passed. Customer called again still continues to smell insulin and blood glucose was high 188 mg/dl. Customer was unable to troubleshoot and stated he felt uncomfortable with the device. No further information reported.